Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. The pump was downloaded successfully and carelink, and no relevant alarms were noted in the download history review. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegations of audio/vibrate anomaly/absence of alarm and possible over delivery anomaly were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and the pump was possible overdelivering. Also, the customer reported the pump showed the alert before low was off. The customer reported a blood glucose value of 61 mg/dl. The customer reported hypoglycemia was treated with the glucose/carb intake. The event involved products mmt-7040ma, mmt-342, mmt-1884, and mmt-431aj. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040ma. Mmt-342, mmt-1884, and mmt-431aj was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.